Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right atrial (ra) exhibited loss of capture and that there were automatic mode switch (ams) episodes from an unspecified over-sensing. X-ray was performed and revealed a dislodgement of the ra lead. The ra lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.